Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, there was a lack of image on the monitor / the image had a dark area partially due to dirt on the objective lens. The device evaluation found that the plastic distal end cover had foreign objects. The cleaning, disinfection, and sterilization (cds) was performed by the customer prior to the device being returned to olympus for repair, the customer did not know what the foreign material may have been. There was no delay in the start of precleaning, there were no abnormalities in the accessories used for reprocessing, the customer wiped / brushed the distal end with clean lint-free cloths / brushes / sponges, and there were no concerns about the reprocessing. Additional findings include the following: the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the connecting tube had discoloration, the adhesive around the light guide lens was peeled, the light guide lens had a crack / discoloration, the objective lens had discoloration, the scope connector had discoloration, the scope connector was damaged / had corrosion, the connecting tube had a wrinkle, the up / down knob had corrosion, the control unit had discoloration, the adhesive on the bending section cover had a chip, the play of the up / down knob was out of the standard value due to wear of the angle wire, and a flare occurred due to a scratch on the objective lens. The following had a scratch: the scope connector cover unit, universal cord, scope cover, switch box, forceps elevator lever, forceps elevator knob, up / down / right / left knobs, and the grip. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established for the foreign objects on the plastic distal end cover based on the obtained information. The following information is stated in the IFU (instructions for use) which may help to prevent the issue: the event can be detected and prevented in accordance with the following IFU. The instruction manual gif/cf/pcf-190 series describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual gif/cf/pcf-190 series reprocessing manual describes how to prevent for the suggested event in chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative (on behalf of the customer) reported to olympus, the center of the screen on the evis exera iii gastrointestinal videoscope was blurred. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the plastic distal end cover had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.